Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Citation: van der linden jw, van der meulen ij, mourits mp, lapid-gortzak r. Comperison of a hydrophilic apodized diffractive multifocal intraocular lens int ophthalmol. 2013 oct;33(5):493-600. (B)(4).

Event description:
In a journal article, the investigators reported after an intraocular lens (iol) implant surgery, a pt presented with capsular phimosis that needed surgery. After the second intervention, no further problems were encountered in this pt.